Manufacturer narrative:
(B)(4).

Event description:
Received info the pt experienced since implant shocks, her skin turned brown, anxiety and trouble with concentration. Pt is upset the broken lead was not removed and she suffered these effects until the #2 lead as turned off two months ago. She complaints now of a loss of therapeutic effect since her pain medication was reduced, she is in more pain. Pt reports the working lead is able to provide some relief, otherwise it would be "impossible" for her to walk. Add'l info has been requested and if received a follow up report will be sent.